Manufacturer narrative:
Concomitant product(s): (B)(6) 2017. Item #14-103207 taperloc microp fmrl 13.5mm, lot #900660.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant product: 139254 m2a-magnum 42-50mm tpr insrt-3, lot # 149410. 157450 m2a-magnum mod hd sz 50mm, lot # 721190. The device will not be returned for evaluation as reported. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised for pain secondary to loosening of the acetabular cup. No further information is available at this time.